Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right internal carotid artery (ica) posterior communicating artery (p.com) aneurysm with a max diameter of 10.6mm and a 5 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The landing zone was 2.9mm distally and 4.79mm proximally. The angiographic result post-procedure shows stasis. It was unknown whether a dual antiplatelet treatment (dapt) was administered. It was reported that while deploying the pipeline ped stent in the m1 segment, the distal stent was not opened up. Physician resheath the device twice, but still the stent did not open up distally. Physician pulled the system below ica bifurcation and made another attempt, but the stent still did not open up distally . They decided to take the entire system out and use another device from a different manufacturer. The procedure was completed. It was noted that the pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex device was returned within a shipping box, an open pipeline flex outer carton, and an open pipeline flex inner pouch. ¿ visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. The pusher resheathing pad and sleeves were found to be in good condition. The pusher tip coil was found bent. The pipeline flex braid was returned detached from the pusher; therefore, the proximal and distal ends could not be identified. Both ends of the braid were found open but damaged (frayed) ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. Both ends of the returned pipeline flex braid were found open but damaged. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. In this event, it is likely that the patient¿s severe patient vessel tortuosity and the damage found with the braid contributed to the reported event. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. It is likely the resheathing more than two times and, given the severe vessel tortuosity and repeated attempts, it is likely that over-manipulation and manipulation against resistance contributed to the braid damage. (Rosaj10 2025-09-16) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no additional steps were done to open the pipeline.